Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The same day as event onset, the patient was hospitalized and began treatment with meropenem injection (1.5 gram, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.